Manufacturer narrative:
The investigation was just reported. The result will be forwarded once the investigation is closed.

Event description:
It was reported that the device suddenly failed during ventilation in psv-mode, screen was black. Emergency ventilation was initiated. No injury reported.

Manufacturer narrative:
For the investigation the replaced m48.1 board was analysed. The m48.1 board was identified as the cause of the reported symptom. If the processor board is faulty, the device issues an alarm and stops automatic ventilation. In this case, the patient can continue to be ventilated in manual emergency mode or with an emergency manual ventilation bag. On site the device was tested after the replacement of the m48.1 board and found to be within manufacturer's specification. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The ffr is monitored in the responsible pqb, in case it is decided that measures are neccessary, this is derived from the pqb.

Event description:
It was reported that the device suddenly failed during ventilation in psv-mode, screen was black. Emergency ventilation was initiated. No injury reported.